Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator had shifted. It was reported the shifting lead to revision. It was noted the shifting occurred due to the stimulator being placed in the stomach and not being secured to the pocket. It was reported therapy was good after the stimulator was moved to a different spot in the abdomen.